Manufacturer narrative:
The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the electrode. The DHR review revealed no abnormalities/non-conformities for this device.

Manufacturer narrative:
The two electrodes were not returned to olympus for evaluation. However, based on similar reported complaints the most probable cause of the reported event are as follows: the electrical output settings on the generator are too high, the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to break, and/or the loop wire comes in contact with metal.

Event description:
Olympus was informed that during a hysterectomy procedure the loops on two electrodes broke off inside a patient while performing an endometrial ablation. Both electrode loops were retrieved from the patient using an unspecified approach. The procedure was completed using a different electrode. No patient injury or harm was reported. The two electrodes were discarded following the procedure. Two of 2.